Event description:
A pump declared an altitude alarm, which led to the suspension of the customer's insulin. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the speaker holes and attempt to reload the cartridge but encountered the same error. The customer loaded a new cartridge, and the issue was resolved.